Event description:
It was reported in a service report that the head lift was not moving and was stuck in high position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Screw jack assembly on the hed end lift had to be replaced.